Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 4224". No adverse effects were reported.

Manufacturer narrative:
Additional information: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and tested for any signs of function and pressure failure was performed. The customer's reported problem was not verified. No error code "42224" alarm displayed during powering up and infusion of the pump. Error code message "42224" was found recorded in the pump's event history log. Based on the event log, service replaced the pump micro processor board as a preventive measure. The root cause of the issue is unknown.